Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that a handpiece was hot during a procedure. The procedure was completed. The patient experienced a corneal burn. Additional information has been requested but none has been received.

Manufacturer narrative:
No further information was able to be obtained from this customer. However the handpiece was returned for evaluation. The handpiece was manufactured on may 6, 2010. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on may 29, 2013. The handpiece was returned for evaluation. A visual assessment of the returned sample showed that the connector and cable were replaced in a third party repair. No further testing was performed, as all warranty and liability by the company is voided. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).